Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported alarm message. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed several evidence of the reported problem. To further investigate, a functional test was performed. The problem could not be duplicated. The dso sensor was replaced as a preventative action.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a, "cassette not attached properly," message. It is unknown if there was a patient involved.